Event description:
Event description boston scientific received information that this pacemaker displayed a gas gauge near elective replacement time (ert) and longevity remaining is <0.5 years. The magnet rate has been 90ppm since march 2006. The caller was requesting an estimate of remaining longevity.